Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR report # 1627487-2013-19046, 1627487-2013-19047, 1627487-2013-19048. The patient received two scs systems, one cervical (off label use) and one lumbar. The devices implanted included two ipgs and four leads, from 2 lots. All lots are being reported. It was reported the patient experienced discomfort at the lumbar system ipg site. The ipg was relocated which resolved the issue, date of procedure is unknown. It was also reported the patient experienced painful over-stimulation on several occasions. The patient's system also turned on and off without prompting. Both systems were explanted.